Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a philips remote technical support specialist (tss) which included assisting the customer with troubleshooting by replacing the nbp hose and cuff to make sure the correct size is used for the patient. The issue persisted, so the tss ordered replacement nbp-pump assembly, and assigned a philips field service engineer (fse) to the work order to perform nbp calibration and replace the pump if needed. Once on-site, the fse installed a new nbp pump assembly; a nbp calibration and test was performed. The nbp function returned to normal operation and the safety test was done. The system left working in normal condition. Based on the information available in the case and provided by philips personnel, the cause of the reported problem was confirmed to be the nbp pump assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the device was not giving accurate nbp readings. The device was in use on a patient at the time of the event. There was no adverse event reported.